Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip frayed during the insertion and prevented it from advancing into the vein. The following information was provided by the initial reporter: "catheter tip seems to fray during insertion, preventing the catheter from advancing. During insertion, catheter tip frays not allowing advancement up vein; not the first time this has happened"